Event description:
It was reported that the patient said she was just implanted on four days before reported event date. It was noted she had left a message with hcp's (healthcare provider) office. The patient said she believes she got electrocuted the night before reported event date right when she was going to bed. The patient said it made her lower extremities go numb and the tingling and ran up through her arms. The patient said it hurt, the rest went to her lower body and then up to her upper body. The patient said it lasted 45 seconds to a minute and happened just as she was crawling into bed. The patient said she has the implant for urinary bladder control. The patient reports a shocking or jolting sensation. The patient said she didn't have any likely sources of electromagnetic interference in her apartment. The patient said she had to have a catheter on the day after implant afternoon. The hcp told patient to try all 4 programs a couple of days each. The patient said at implant it was set at 2.6 and the day after implant she turned it down to 1.8 then back up to 2.0 and has been on the same setting for five days. The patient said it helps her symptoms. The patient said she has had no falls or traumas. The patient said she saw a healthcare provider that day before reported event date.

Event description:
It was later reported that left toes move, extend outwards and cramp. The patient had tried all of the programs and still experiences this even when she decreases stimulation. The patient had mentioned this to hcp's (healthcare providers) assistance and hcp told assistant that he hadn't heard of that before. The patient had been reprogrammed in office. The patient was told there are other programs they can try however it would drain the internal battery quicker. The patient had not turned stim off other than to have an unrelated surgery so she does not know if this occurs with stimulation off. Patient services agent suggested turning stim off to determine whether or not that makes a difference and providing that information to her physician. The patient said that she would turn stimulation off for a while to determine if it makes any difference. The patient's last appointment with hcp was last month. The patient also noted that she keeps forgetting to call us because she has a disabled child and her child is priority. The patient's toes on the left foot are all bending except for the little toe because it's broken. Event date was noted as (B)(6) 2014. The patient noted she had hcp office check her implant last month and all seemed to be working well. The patient was getting good relief from therapy. The patient asked if bending toes could be caused from her lower back because her left leg was numb in a lot of areas. The patient stated symptoms are totally different from the labeling information.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va027mk, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reports there was a fifty percent or greater symptom reduction. The cause of the event was not determined. It was noted that no reprogramming was needed. The patient states no problems after initial event on follow up call. It was reported that the healthcare provider informed the patient to decrease amplitude and/or turn off if increase sensation recurs. It was reported that the patient recovered without permanent impairment. It was noted that the patient follow up appointment was on (B)(6) 2014. Additional information received reports the patient called representative and didn¿t find that helpful. It was noted that the healthcare provider¿s office did not return the patient call. The patient received support from manufacturer support. The patient was still having concerns regarding their device or therapy but was working with their healthcare provider or manufacturer representative. It was noted that the patient appointment was scheduled for (B)(6) 2014. It was reported that the patient had not seen or spoken to their surgeon since and the patient was not really feeling a well-rounded support